Manufacturer narrative:
Evaluation results: (root cause is undetermined; limited information). No results available since no evaluation was performed (device or procedural images have not been returned for review). Evaluation conclusions: (root cause is undetermined; limited information). Unable to confirm complaint (device or procedural images have not been returned for review). (B)(4).

Event description:
A physician was attempting to use a 3.00mm diameter x 18mm length resolute integrity (rx) drug eluting stent during a procedure. It was reported that the stent could not cross the lesion and a defective stent was noted. The stent was reported to be ¿defective and half broken¿. No patient injury or other sequelae were reported.